Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported upon removal the string broke off two tampons leaving the tampons inside. Upon manual removal of the tampons they came out in pieces. She was able to manually remove the remaining tampon pieces.